Event description:
It was reported that the patient experienced an infection. As a result, the patient had their system explanted on an unknown date. Related manufacturer reference number: 3006705815-2022-17967, 3006705815-2022-17966, 3006705815-2022-17963.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
A patient had their cervical system explanted due to infection was reported to abbott. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown